Event description:
It was reported that the patient experienced low voltage alarms on (B)(6) 2021 while the patient was connected to their mobile power unit (mpu). The lights in the patient's home reportedly flickered and the patient was switched to battery power in anticipation of a power outage which occurred moments later. The alarms did not occur while the patient was connected to battery power. Log file analysis revealed that the alarms only lasted for 2-3 seconds and did not trigger a no external power alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of low voltage hazard alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The log file contained approximately 3.5 days of data (12dec2021 ¿ 15dec2021 per the timestamp). Low voltage hazard and power cable disconnect alarms activated on 13dec2021 from 7:32:54 to 7:32:57, from 7:32:58 to 7:33:01 and from 7:52:48 to 7:52:50 due to intermittent losses of ac power occurring while connected to the mpu; the alarms resolved when ac power was restored to the mpu. The system controller backup battery supplied power to the system and pump function was unaffected during the losses of ac power. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. Multiple requests for additional information were made to determine if the mpu would be returned for evaluation; however, no response was received. It was also reported that the losses of ac power occurred due to intermittent power outages at the patient¿s home. The root cause of the reported event was determined to be intermittent power outages occurring at the patient¿s home, per the reported information. Heartmate 3 patient handbook, rev. C, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU), rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage hazard and power cable disconnect alarms conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU), rev. C, section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. The heartmate 3 patient handbook, rev. C, cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records of the mobile power unit could not be reviewed as the serial number is unknown. No further information was provided. The manufacturer is closing the file on this event.